Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored an untreated episode showing oversensing of high amplitude, non-physiologic artifacts. No inappropriate therapy was delivered. It was noted the patient was performing physical labor at the time the episode was stored. The patient was seen in the clinic for troubleshooting and no noise could be produced. Device data and x-rays were sent to technical services. Upon review, technical services discussed additional troubleshooting steps to attempt to recreate the noise and reprogramming the sense vector from primary to secondary, as this vector does not use the proximal sensing electrode. This artifact is consistent with incomplete lead insertion, lead impairment or other disturbances of the lead contact in the device header. The x-rays showed the terminal pin was fully inserted into the device header and showed no anomalies of the electrode body. Appropriate sensing was noted in the s-ecgs in the secondary vector. No adverse patient effects were reported. The device remans implanted and in service.